Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. Because the sample was not provided by the customer, the sample evaluation could not be conducted. The most likely root cause, according to the process evaluation and prior issues, is the catheter was broken during the packaging process. The fill operators open the packages to recover the components (catheter) and they probably did not detect the damaged catheter. Based on the information available, and investigation of the issue, a quality alert was generated to notify the operators and a guard will be implemented to prevent the catheter from getting out of the formed tray after being placed. The process is running according to product specifications meeting quality acceptance criteria. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 10/19/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a catheter. The customer states the tip of the catheter came off while removing.